Manufacturer narrative:
Results of investigation: the vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to an unstable 02 relay assembly.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies were found during this investigation. The unit has passed all test, calibrations and is working to manufacture specifications.

Manufacturer narrative:
Vyaire complaint #: (B)(4). The suspect device/component has been received by vyaire. An investigation is currently pending. Once the investigation is completed, a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported that while using the avea ventilator, the ventilator fi02 is out of specification. The customer stated there was no patient involvement associated with this event.